Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. H11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of edema, fluid discharge, inflammation, swelling and redness were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that after their initial implant, the patient with this neurostimulator reached out to report swelling, inflammation, redness and clear drainage from the pocket site of the incision. The patient met with their physician and they were started on antibiotics for 2 weeks. The device was later explanted. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. H11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of edema, fluid discharge, inflammation, swelling and redness were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that after their initial implant, the patient with this neurostimulator reached out to report swelling, inflammation, redness and clear drainage from the pocket site of the incision. The patient met with their physician and they were started on antibiotics for 2 weeks. The device was later explanted. There were no additional patient complications.

Event description:
It was reported that after their initial implant, the patient with this neurostimulator reached out to report swelling, inflammation, redness and clear drainage from the pocket site of the incision. The patient met with their physician and they were started on antibiotics for 2 weeks. The device was later explanted. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.